Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6) , UDI#: (B)(4), product type recharger g2. Foreign: ca h3. Analysis of the returned recharger (serial # (B)(6) ) found that the recharger had a low reading. The reading was 2 but should be higher than 30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient called to report a software error on their controller/recharger. Patient services (ps) told them to remove the battery and put it back in place no go. A replacement controller / recharger were requested.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. The analysis finding of a low reading of the recharger is indicative of damage to the cable of the recharger; however, there was no indication that this cable damage was producing excessive heat. Thus the malfunction has not resulted in a serious injury in the past, and would not likely cause or contribute to a serious injury if the malfunction recurred. Furthermore, as there was no excessive heating of the recharger, the event is not associated with correction number z-1535-2021 like previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.